Event description:
The patient's lead and generator were replaced. An implant card was received indicating the lead was replaced due to a "lead discontinuity" and the generator was replaced prophylactically. The explanted products were discarded and are not able to be returned for analysis.

Event description:
High lead impedance was discovered on the vns device upon interrogation at a follow-up clinic visit. The patient has been scheduled for revision surgery, but no known surgery has occurred to-date. No additional relevant information has been received to-date.